Manufacturer narrative:
Additional information was received and it was learnt that the patient felt his vision was very blurry and uncomfortable. He began complaining one week post-op for both eyes. Reportedly, the patient had no contributing medical history. The lens in the left eye (os - oculus sinister) was exchanged on 09/20/2017 with no complications, no capsule tear, no vitrectomy was performed, no incision enlargement and no patient injury was reported. On (B)(6) 2017 it was reported that the present refraction os was +0.50-1.00x60 giving the patient 20/20 visual acuity. Updated the following sections: age/date of birth: (B)(6). Gender/sex: male device available for evaluation? Yes. Returned to manufacturer on: 10/23/2017. Contact name: dr. (B)(6). Health professional: yes. Occupation: physician. Device returned to manufacturer? Yes. (B)(4). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to patient intolerance to a multifocal lens. The lens was replaced with a different model zcb00, but the same diopter. No additional information was provided.